Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite gastrointestinal videoscope had debris in the channel. The unknown procedure was completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material in the channel. As a result, the cleaning brush was unable to be inserted in the channel or forceps due to the blockage of the channel. This finding was due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that the angulation in the up direction was out of standard due to wear of the angle wire. Also, the gap of the up and down knob was out of standard due to wear of the angle wire. It was observed that the adhesive of the bending section cover was broken. It was also observed that the distal end was worn. It was observed that the control unit had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.